Event description:
The customer reported an issue with the time settings on their pump, which had a discrepancy greater than five minutes. There was no adverse impact on the customer's blood glucose level, with previous settings not resulting in extreme levels. Technical support assisted the customer in updating the pump time, advised them to monitor the situation, and to follow up if the discrepancy recurred, which the customer understood and acknowledged.